Event description:
In 2008, the baxter field service representative reported the facility called to report that a pt death had occurred on the same day, while the pt was on a tina hemodialysis instrument. Reportedly, the tina machine began to alarm with a pressure alarm when the blood pressure (bp) began to drop (level unknown). No other problems were noted with the machine. At 0700 on that day, the patient's blood pressure was 134/46. At 0730, the machine alarmed and the pt was noted to be pale and unresponsive. The facility staff initiated cardio pulmonary resuscitation (CPR) and the hospital code team assisted. The pt expired later that day. This was a female pt receiving hemodialysis therapy on a tina machine at the dialysis center. The listed cause of death is cardiac arrest. An autopsy was not performed. No labs or scans were ordered as part of the event. The patient has a history of congestive heart failure (chf) and a new pacemaker was recently inserted. Reportedly, the physician indicated that the pacemaker might not have been working properly. There is no allegation against the instrument. An on site visit was offered but declined by the nurse mgr. Arrangements have been made for the field service engineer (fse) to visit the facility and evaluate the device.

Manufacturer narrative:
The field service technician made an on site visit in 2008 to evaluate the device. A full functional check was performed and all items were with speciation. The machine was found to be functioning as designed.